Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found in specification in relation to the customer reported 'improper shutdown alerts' which was not reproduced during evaluation. A review of the event history log identified 'improper shutdown!' Messages. The reported condition was verified. Evaluation found that the device was functioning normally with a kgu wireless battery module (wbm.) Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an improper shutdown alert. There was no known patient injury or medical intervention associated with this event. The event date, process step and where the event occurred were unknown. No additional information is available.